Event description:
A second incident happened with another pt whose pacemaker reset itself to vvi mode, or to only pace the ventricular chamber, due to a software "glitch" according to st jude medical's tech support dept. This pt began to experience increasing fatigue and shortness of breath. The pacemaker apparently changed to back up vvi mode and the problem was not discovered until routine check 3 mos later. According to st jude, this is a very rare occurrence only seen in affinity and entity models, however, this is the 2nd occurrence in clinic alone - approx 500 pacemaker pts. Pacemaker was in vvi mode with a single chamber pacemaker when it reset to backup mode. Pt did not become symptomatic.